Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of the healicoil pk anchor broke. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4) . H3, h6: the reported device was not received for evaluation; however, five different devices were received, instead two from lot 2161530 and three from lot 2178364, all in unopened/sealed packaging. A visual evaluation confirmed that there were no visible defects on any of the returned devices. A material assessment could not be performed due to the broken device being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.